Event description:
Caller reported a malfunction on pump, identified as malf 3, with fault ID [3-0x2095] and was not resettable. There was no adverse impact to customer¿s blood glucose level. Technical support to replace pump and customer to use mdi as backup therapy. Technical support sent replacement pump and provided storage mode instructions. Caller was advised to return problematic pump within 10 days using return box with pre-paid label, and caller acknowledged understanding of these instructions.